Manufacturer narrative:
Upon retrospective review, this issue was determined to be a MDR.

Event description:
Merge hemo monitors, measures and records physiologic data from a human patient undergoing a cardiac catheterization procedure. A custom complaint was received in regards to an issue with lines running all over the screen, the hemo monitor pc shutting down on it's own and a "not able to capture" error. Hemo tech support reviewed the pc event logs and found similar shutdown messages for two additional occurrences. The issue has not recurred since reboot of the computer. The lines on ECG monitor affect the ability to monitor vital signs, read data and/or provide diagnosis. The device failed to perform an essential function which may lead to delay in diagnosis and/or treatment of patients. There were no reports of patient injury. (B)(4).